Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f94 alarm code. No additional information is available.

Manufacturer narrative:
(B)(4). The reported f94 alarm code was verified in the event history log review, during battery testing, and during functional testing. The cause was determined to be a damaged battery. The battery was replaced and the configurations were reset to resolve this condition. The device was serviced and restored to a good working condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.